Event description:
On (B)(6)2025, a 75-year-old female patient with a past medical history of hypertension, type 2 diabetes mellitus, hyperlipidemia, idiopathic cardiomyopathy with a reported left ventricular ejection fraction of 25 to 30 percent, congestive heart failure, atrial fibrillation, cirrhosis, and osteoporosis presented with syncope, hypotension, and stroke-like symptoms. The patient received tenecteplase. She was noted to be bradycardic with a heart rate of approximately 40 beats per minute. Cardiac catheterization was performed and demonstrated extensive coronary artery disease. The patient was determined not to be a candidate for coronary artery bypass graft surgery. The left anterior descending coronary artery was noted to be heavily calcified with a proximal chronic total occlusion. Procedure completed with impella cp in place. Post procedure while being transferred to the intensive care unit bed, the patient became asystolic. Cardiopulmonary resuscitation and pacing was initiated, and return of spontaneous circulation was achieved. Impella flows dropped and suction was also encountered. The patient was subsequently designated as do not resuscitate and later expired in the intensive care unit. The death is most likely related to the patient¿s critical underlying medical condition and the decision to withdraw life-sustaining treatment yet will be conservatively coded to the impella device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.